Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal failed to deploy. The surgeon pressed on the plunger and seal did not come out. A replacement device was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).